Event description:
It was reported via repair work order that there were not siderail controls from either side rail due to malfunction pendant. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.